Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The complaint could be confirmed, since the information for evaluation matches the alleged failure. The inspection revealed the following: senior specialist raqa reviewed the received information and noted: an initial investigation points towards insufficient training. In regards to this specific case, the team had 1 tray incomplete, and that was kept in a different place to the 1st tray. This is because typically most kits in belgium are only set up as 1 bom/1 tray. To mitigate that in the short term, all multi tray kits will remain in the tote, even when partially incomplete, and this should avoid splitting the trays up during the inspection process. This should also be reflected on the tray, 1 of 2 etc and on the tote. We¿ve opened nc to investigate this occurrence. Inspection of the received information/evidences are done or will be done, in the proceedings of the nc. If more information is provided, the case will be reassessed. Device disposition unknown.

Event description:
As reported: "during the startup of the surgery our sales rep discovered that one of the instrument trays was missing. Patient was asleep and the surgery could not take place and doctor had to reschedule this intervention to 13/04." Kit room staff confirmed the missing instrument tray was not delivered and still in the kit room.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during the startup of the surgery our sales rep discovered that one of the instrument trays was missing. Patient was asleep and the surgery could not take place and doctor had to reschedule this intervention to 13/04." Kit room staff confirmed the missing instrument tray was not delivered and still in the kit room.